Event description:
It was reported that the customer experienced issues with the sensor upon opening it. The customer stated that the needle housing was not attached to the sensor and fell off. The customer's blood glucose was 123 mg/dl. The customer was unaware of the expiration date of the sensor he had an issue with. Advised to change out the sensor he was currently using if it was out of date. The customer stated that he would see his doctor the day after. Advised to call back if customer experienced any other issues with the sensor in order to troubleshoot. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected the introducer needle was checked for burrs and dull needle tip defects and none were found. The introducer needle passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.